Event description:
It was reported that during a left cranioplasty reconstruction surgery with a large pmma custom implant (5444-0-300), the custom implant was suppose to cover most of the left side of the skull and temporal area. The front and bottom of the implant were not the correct contour or size. They had to cut the bottom from one of the sterile implants (two are provided in the box) and piece it together with mesh, cdslm57, and 55 screws. There was a surgical delay of 1 hour and 45 minutes.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
The event was confirmed from provided photos, but the root cause of the reported event could not be determined due to the minimal information received.a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that during a left cranioplasty reconstruction surgery with a large pmma custom implant ((B)(4)), the custom implant was suppose to cover most of the left side of the skull and temporal area. The front and bottom of the implant were not the correct contour or size. They had to cut the bottom from one of the sterile implants (two are provided in the box) and piece it together with mesh, cdslm57, and 55 screws. There was a surgical delay of 1 hour and 45 minutes.